Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was not delivering correctly. When reviewing the basal history, the history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery is recorded with the wrong date of (B)(6) at 01:14am. The total daily dose (tdd) shows the time/date were set incorrectly after a reset on (B)(6) 2014. The pump history appears to be inaccurate due to the time being set incorrectly. The tdd adds up and equals the basal target. The pump reflected 24u after a 24hr on 1u/hr duration test. The device performs within specifications. The pump reflected 24u after a 24hr on 1u/hr duration test. Basal history reflected the correct active basal program. There was no defect found. The device performs within specifications.